Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and undersensing. Due to the limited information received, further follow-up to obtain related details was not possible. Currently, this product remains in service and no additional adverse patient effects were reported.